Manufacturer narrative:
(B)(4). The lot number to the referenced device was not provided therefore a review of the device history record is unable to be performed.

Event description:
A report was received from nursing staff stating, during a routine tracheostomy change, the patient's mother noticed cracks on both sides of the flange where tracheal ties attach. The reporter reported the trach had been in use for one month. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The returned tracheostomy tube was reported to have a damaged flange. Visual examination of the returned device found the flange to be damaged on the left edge and cracked on the right edge where the neck strap attaches. The reported failure mode was confirmed by the manufacturer. The manufacturing controls were reviewed and found effective to identify the reported failure. Damage of this magnitude would be immediately detected during the manufacturing inspection. The reported failure is not related to the manufacturing process.